Manufacturer narrative:
The getinge field service engineer (fse) replaced the lcd assembly. After replacing the assembly the display no longer had missing pixels and worked properly. The lcd was returned to maquet national repair center (nrc) for part evaluation. The investigation was performed by technician of the (B)(4). Inspection of the display top lcd was completed per the cardiosave service manual with no visual damage observed. The (B)(4) installed the display into the cardiosave test fixture ca204340l1 and tested the display to factory specifications per the cardiosave service manual. The national repair center verified an illuminated pixel on the upper portion of the display. Per factory specifications, per procedure, 2 bright dots are allowable on the display. In actuality, the display is not a failure, however the display was replaced as a customer accommodation. Retaining the display in the national repair center per procedure. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during a pre-installation check, the cardiosave intra-aortic balloon pump (iabp) display was missing 2 pixels on the screen out of the box. There was no patient involvement, and no adverse event reported.